Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. Customer loaded a new cartridge to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.